Event description:
Customer obtained troponin (accu tni) results above the ami cut off from one patient's sample. Upon repeat analysis on a different analyzer lower results were obtained. The specimen was also tested by another method and troponin result was 0.01 ng/ml a fresh sample collected from the patient gave accu tni results in a lower clinical range when it was tested on this and on the different instrument . The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 122.2 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. No other details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information was received. An operative report was requested, however, it was not provided. It was also learned that the device has already been discarded and is not available for evaluation. A device history record review is in process.